Event description:
The customer reported that there was no sound coming from the monitor.

Manufacturer narrative:
(B)(4): the customer reported that there was no sound coming from the monitor. No adverse patient impact was reported. In abundant caution, we will report this as a malfunction. Add'l investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed.